Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl (2,000 mcg/ml at 743.6 mcg/day) and bupivacaine (30 mg/ml at 11.153 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient's pump flipped in their pocket. The patient complained of return of chronic pain because they were not able to have the pain pump refilled due to it being flipped. It was reported that the pump was empty for approximately two weeks so it was advised the patient have the pump replaced. There were no reported environmental/external/patient factors that may have caused or contributed to the event. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history were asked and would not be made available.